Event description:
Caller reported experiencing erratic blood glucose levels; took correction via pump after changing accessories without success. Caller alleges the pump delivers inaccurately. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.